Event description:
It was reported that the caller observed high bipolar impedance with the right ventricular (rv) lead. It was noted the lead impedance had risen since the patient had been in an automobile accident. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).